Event description:
It is reported that pt underwent revision surgery due to pain and pseudo tumour approx 1 year after tha.

Manufacturer narrative:
Info was forwarded from the owner establishment, (B)(4), which markets the devices in (B)(4). The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. Should add'l info becomes available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer gmbh considers this case closed. (B)(4).